Manufacturer narrative:
(B)(4).

Event description:
Information was received by a healthcare provider regarding a pump being used to deliver dilaudid 4.0 mg/ml at 0.2499 mg/day for non-malignant pain. It was reported that the pump had migrated. The pump reservoir had been moving around in the abdomen and migrated toward the umbilicus. It was painful when this occurred. Diagnostic examination on (B)(6) 2015 found the pump reservoir to be easily palpable and appeared to be in the in the appropriate position per palpation and ultrasound. No action was taken and the event was unresolved with no further action planned. The event was possibly related to the device or therapy and not related to the implant procedure. A supplemental report will be submitted if additional information becomes available.